Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID 8703w, lot# l38317, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone (10mg/ml), and bupivacaine (20mg/ml) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2015, the back table prime was started on the pump at 0.3 ml over 19 minutes. The pump was hooked up to the non-aspirated catheter for two minutes while the prime was still happening and then it was disconnected. It was reviewed that the patient likely got a bolus of 0.316 mg. The hcp stated they were not concerned about that. There were no reported symptoms. Additionally, they did not account for the 7.6 cm of the 8578 that they added to the catheter. It was reviewed that based on the numbers, the patient would be not getting the intended dose for an hour. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.